Manufacturer narrative:
Continuation of medical devices: 407658 lead implant date unknown.

Event description:
It was reported that the patient developed an infection and had a fever. The implantable cardioverter defibrillator (ICD) and two right ventricular (rv) lead were explanted. Vegetation was seen on the leads. No further patient complications have been reported as a result of this event.